Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was not reported. The same day as the peritonitis onset, the patient was hospitalized for the event. Treatment rendered for event was not reported. Fifteen days after the peritonitis onset the patient passed away. The cause of death was due to peritonitis and sepsis. It was not reported if an autopsy was performed. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.